Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo. There was no harm or injury reported. During the device evaluation at a third party service center, the service technician states that the device does not duplicate the customer's complaint. No errors were found during the investigation. The service technician states that the firmware version was updated, and maintenance was performed. No further investigation is required.